Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that noise was seen during the implant of this device while the pocket and xiphoid incision was still open. It was noted that there was an issue with the telemetry and external noise related to challenged interrogation the device at implant. An x-ray was performed and the electrode was cleaned, reconnected, and induction was performed. Appropriate device operation was noted and no further noise outside the operating room. The device remains implanted. No adverse patient effects were reported.